Event description:
As reported by the user facility ((B)(4)): easypump filled just before use. No flow. A 5fu - 2496mg - glucose 50.02ml=>100ml.

Manufacturer narrative:
(B)(4). We received 1 used (completely filled) easypump ii lt 100-50-s without packaging. The received sample was subjected to a visually examination. Damages were not detected. In as-received condition the white clamp was closed. The original wing cap was not assigned by the customer. Crystallized drug residues outside of the sample were not detected. We detected crystallized drug residues inside the triangle tube or microbore tube. After opening the top cap and removing the closing cone, we detected no crystallized drug residues at the filling port (lli-cone). We detected air inside the triangle tube or microbore tube (behind the vent filter) and air inside the flow restrictor at the used sample. Residues of fluid inside the lla-cone of the patient connector were not detected. In addition the sample was taken to a functional test respectively leak test in a period of one hour. After waiting for a while (half hour) the used pump did not work (solution was not running). Despite squeezing the pump by hand, the pump did not work (solution was not running). Leaks were not detected. We have informed our production site accordingly. We did check system for the easypump ii product code 4540016 (lt 100-50-s), batch no. 2b2328eh11 found that this batch was manufactured on 02/23/2012. This batch was normal production following the manufacturing process instruction and the result found that: from 100% checking block test during main assembly process to observe if there were any air bubbles coming out in water with 15% alcohol after filling air into pump, found no detect of blockage in this process. Fill water test (baxa test hi-speed 9) sampling using nacl 0.9% both in-process inspection before sterilization and final inspection process after sterilization, found no detect of blockage in this process. Flow rate test: sampling 12 pcs. From in-process inspection to flow rate test (test method follows iso (B)(4) test solution is nacl 0.9%), found that the samples are with in specification. Sampling 8 pcs. From final inspection process after sterilization to flow rate test (test method follows iso (B)(4) test solution is nacl 0.9%), found that the samples are with in specification. The production process followed the manufacturing process instruction. There is no any manufacturing error concerning to this batch of such product. However during the manufacturing process no any error concerning the leak at valve issue for this batch. This can be confirmed by we have control processes to ensure the pump no detect blockage above description. The manufacturing did not found any error that concerning blockage and manufacturer have process for occlusion checking. So we confirmed that this lot was produced according to product specification.